Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03524. It was reported the patient is experiencing pain at her incision sites in addition to around her ribs which began after her first reprogramming session. The patient also reports experiencing muscle spasms. The patient states she is uncertain if the issues are scs or medication related. Follow-up identified the patient's scs system was explanted due the thoracic incision site draining in addition to a confirmed infection at the patient's incision site(s).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.